Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 460 mg/dl, which was treated with a manual injection. She stated that she was trying to perform a manual prime, but insulin was squirting out of the infusion set tubing. She was advised that during the seating, the force sensor may not have detected the reservoir. She was unable to complete the troubleshooting procedure, since the customer received the alarm and was stuck in the rewind process. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.